Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have not been reviewed because the serial number is not available. The service history was not reviewed because the serial number is not available. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a lap limited hepatectomy procedure on 24mar23 when it was reported, ¿pringle 4 times, 5 min perfusion with 15 min. At the first pringle, etco2 dropped to 19, an outlier. Determined by blood gas measurement. Etco2 took an abnormal value and the saturation was getting worse. When the surgeon saw it with an echo, he said that bubbles were confirmed everywhere in the patient's body. The patient went into shock, stopped pneumoperitoneum, and managed to remove air from the infusion and cv port. The patient's condition improved thereafter. The surgery was completed by continuing the lap.¿. After the operation, intubation was continued in the ICU for 4 days. The hospital stay was extended by 2 weeks and the patient was discharged. Gas embolism had been confirmed; then pulmonary edema was confirmed at a later date. This report is being raised due to the reported injury of gas embolism causing 4 days of ICU and extended hospitalization.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a lap limited hepatectomy procedure on (B)(6) 2023 when it was reported, ¿pringle 4 times, 5 min perfusion with 15 min. At the first pringle, etco2 dropped to 19, an outlier. Determined by blood gas measurement. Etco2 took an abnormal value and the saturation was getting worse. When the surgeon saw it with an echo, he said that bubbles were confirmed everywhere in the patient's body. The patient went into shock, stopped pneumoperitoneum, and managed to remove air from the infusion and cv port. The patient's condition improved thereafter. The surgery was completed by continuing the lap.¿. After the operation, intubation was continued in the ICU for 4 days. The hospital stay was extended by 2 weeks and the patient was discharged. Gas embolism had been confirmed; then pulmonary edema was confirmed at a later date. This report is being raised due to the reported injury of gas embolism causing 4 days of ICU and extended hospitalization.